Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patient experienced pain when charging the ipg. It was also reported that the patient had an infection at the ipg site and left leg from a previous infection. The physician believed that the infection was not procedure or device related.